Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The remote service engineer (rse) performed troubleshooting with the customer, and the customer informed that no work had been performed on the flow sensor assembly or data acquisition (da) printed circuit board assembly (pcba). The rse informed the customer that the manufacturer recommends replacing solenoids 3 and 4 per the v60 service manual, and if the issue persists, the rse advised replacing the da pcba. The customer ultimately requested onsite service to have the device evaluated; however, a philips service engineer was not able to evaluate the device as the customer decided to cancel onsite service and repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and upon arrival, the fse confirmed the 110b error code on the device, replaced the gas delivery system (gds) for repair, and verified that the issue was resolved as the 110b error was no longer displayed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that the manufacturer recommends replacing solenoids 3 and 4 per the v60 service manual, and if the issue persists, the rse advised replacing the data acquisition pcba. The customer ultimately requested onsite service to have the device evaluated and repaired.